Manufacturer narrative:
Method: device history review and visual inspection. Results: no relevant issues were identified in the manufacturing records for this lot. Visual inspection indicated locking ring is no longer attached to the screw head. No other anomalies were identified. Functional inspection indicated device is not functional without a locking ring. Anchor c screw would not be able to lock to an anchor c cage without an intact locking ring. Conclusion: the established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. In this case, it was reported that the inserter guide was used while implanting the screws.

Event description:
The surgeon put in the cage. He did not use the all in one guide. While putting in a screw the ring got stuck on the plate and was removed from the screw.

Event description:
The surgeon put in the cage. He did not use the all in one guide. While putting in a screw the ring got stuck on the plate and was removed from the screw.